Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed with the data captured in the submitted log file. The log file captured a backup battery fault alarm event on march 22 relating to a backup battery test circuit fault. Event details indicated there was a system controller exchange. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # ((B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2017. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes advisory backup battery fault alarm that instructs the user to ¿call your hospital contact as soon as possible for diagnosis and instructions¿. Heartmate ii lvas IFU and heartmate ii patient handbook doc cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller had a wrench alarm saying "call hospital contact" and the controller was exchanged. Upon log file review, it was determined that the yellow wrench alarm occurred because the controller detected a ebb test circuit fault.